Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0usw3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported that the device had been helping with their symptoms, but then their leaking and urgency came back "suddenly" on (B)(6) 2015. The therapy was on, but the patient did not feel stimulation at all. At first, the patient could not get the programmer to work and then they switched out the batteries. After working with the patient on how to use the programmer, stimulation was increased on program 3 from 2.1v to 2.3v. The patient still did not feel stimulation, but wanted to increase on her own time. No further information was reported. A follow up report will be sent if additional information is received.